Event description:
This report is based on information provided by a philips remote service engineer (rse) and a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the 861290 (heartstart xl+ defibrillator/monitor) indicating that the device is emitting a message to "replace battery." The event was outside of use and there was no reported patient nor user harm. The device was evaluated onsite, finding the device was emitting a "replace battery" message. The battery was replaced. Faulty battery is not available for return. Device returned to full functionality. Device remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was faulty battery. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed and the potential severity of s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.